Manufacturer narrative:
Section b1, "product problem" should not be selected.

Event description:
New information received indicates that the patient experienced chest pain and presented in the clinic. The right ventricle (rv) lead had a micro perforation. The patient remained stable following the procedure.

Event description:
It was reported that the patient's right ventricular (rv) lead was explanted and replaced on (B)(6) 2026 for unspecified reason. No further information was provided.